Event description:
The pump was returned for service where a failure code 812:02 was found in the event history. The hosp rep stated to the baxter svc facility that they have no record of any pt incident involving the pump since the baxter service event.